Event description:
Baxter product surveillance received a report from a home pt regarding an incomplete prime while using the homechoice machine. The home pt stated that although the cassette tubing was kinked, he didn't feel that it wasn't so bad to the point that it had to be discarded, and so the home pt went ahead and used the cassette. The home pt stated that heparin was injected, but solution would not go into the line during prime. The home pt called the customer service ctr, and attempted to pull on the lines to straighten them out, but still no solution would enter the lines. Customer service then told home pt to discard the cassette, and start over with new supplies. There was no pt injury or medical intervention associated with this incident.